Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies and no rewind/noise anomaly noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 330 mg/dl at the time of incident. Troubleshooting was done. The insulin did exit through the tubing during plunger push. The customer stated that the insulin did not alarm no delivery during manual prime. The customer reported that the insulin pump failed displacement test alarms during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.